Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of breast cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Health professional reported "metastases to lymph nodes," not considered device related, "because the doctor judged it was a symptom associated with the progress of breast cancer.¿ treatment of "chemotherapy" was provided, and the device remains implanted. This record is for the right side.